Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a stuck guidewire is confirmed, and the cause appears to be use related. One 0.035 in. ¿j¿-tip guidewire in a plastic hoop and one 18 g introducer needle were returned for evaluation. An initial visual observation showed use residue on the returned samples. The guidewire was found to be stuck within the introducer needle, and no portion of the guidewire was found protruding from the needle tip. The coiled wire of the guidewire was observed to be slightly unraveled and kinked just distal to the distal one-band depth marker, about 10 cm proximal to the distal end of the guidewire. The core wire of the guidewire was observed to be broken. A microscopic observation revealed the inner edges of the bevel of the introducer needle were slightly damaged. A relatively large amount of biological residue was observed on the guidewire near its distal tip. While some damage was observed on the bevel of the introducer needle suggesting the guidewire may have been withdrawn slightly while within the needle, the guidewire appeared to have become stuck within the needle due to biological residue on the distal tip of the guidewire. This residue may have been withdrawn with the guidewire and became lodged between the guidewire and inner wall of the needle cannula causing the guidewire to become stuck. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the guidewire was stuck during the guidewire insertion procedure. It was state the guidewire had never been withdrawn. The doctor is requesting us to investigate why the guidewire got stuck though he only advanced it. There was no reported patient injury. On (B)(6) 2020 the returned guidewire is broken.